Manufacturer narrative:
Additional information: ages/dates of birth: date of birth not provided only age, (B)(6) years old. Date of event: unknown, information not provided. Model: unknown, as the serial number was not provided. Only partial model provided as 350. Catalog#: unknown, as the serial number was not provided. Only partial catalog provided as 350. Expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial number was not provided. If implanted; give dates: unknown, not provided if explanted; give dates: not applicable, there is no indication the device was explanted. Device manufacture dates: unknown, as serial number was not provided. Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Dr (B)(6). Progressive intraluminal stent migration into the anterior chamber. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article:progressive intraluminal stent migration into the anterior chamber. A case report was done to describe a case of progressive intraluminal nylon stent migration into the anterior chamber following uncomplicated baerveldt tube (350mm) implantation. The patient was reported to develop a macroscopic hyphaema in postoperative week 4. At the 2 years post-op follow up, the intraluminal nylon stent was noted to have migrated partially into the anterior chamber and eventually migrated further into the anterior chamber, to the pupil margin as well as changed in angulation compared with 2 years previously. As intervention, intraoperative trimming of the nylon stent was undertaken ab internally with intraocular scissors and forceps via two paracenteses and healon gv in the anterior chamber. A copy of the article is provided with this report.